Event description:
Customer states the device is having intermittent lead acquisition with 12 lead ECG. No pt impact.

Manufacturer narrative:
(B)(4). A f/u report will be submitted upon completion of the investigation.